Event description:
Mesh sling device was implanted on (B)(6) 2008 for vaginal prolapse, cystocele, and rectocele problem. Within first yr bladder continued to protrude from vagina and continued urinary leakage. Started vaginal discharge abdominal pain with urination and the need to urinate during the first yr. The surgeon denied seeing any evidence to support these problems and suggested seeing a partner of his. (B)(6) 2010 started bleeding vaginally and at this point the surgeon informed me that the mesh device was eroding and had a hole in it. I am unable to participate in any sexual activities as it causes vaginal bleeding. (B)(6) 2011, device has eroded to the point it is protruding into the vagina and the surgeon is suggesting removal but strongly cautions that in doing so perforation of the rectum/colon will more than likely occur. I was never given info prior to or after surgery regarding this device and my research has discovered a multitude of lawsuits regarding the product(s). I am now faced with additional surgery and further complications regarding this product. Basically, to leave it in I'm facing huge health risks and removal will cause life threatening risks. I only know of the device as a mesh sling. I have requested my medical records from (B)(6) hosp, (B)(6) repeatedly and was only given nursing records. The records from dr. (B)(6) office did not disclose the name of the device etc. Only to refer to it as the above and perhaps teflon.